Event description:
Getinge became aware of an issue with one of our table tops - 115020b0 - or-table top for trauma and orthopaedics. As it was stated, the incident occurred during preoperative positioning of the anesthetized patient for hip arthroscopy. The patient was intubated and placed in the extension. About 20 seconds after the position was set, a bang was heard, the counter-tension rod with the pad broke off at the transition from carbon fiber reinforced plastic (cfk) to metal holder resulting in the patient slipping down about 20-30 cm towards their feet. The anesthesia was removed and the patient was evacuated from the operating room. The procedure was cancelled. It was confirmed that the patient was not secured with straps when the incident occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the significant change in the position of the patient due to broken accessory and rescheduling of the surgery on the already anesthetized patient, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops - 115020b0 - or-table top for trauma and orthopaedics. As it was stated, the incident occurred during preoperative positioning of the anesthetized patient for hip arthroscopy. The patient was intubated and placed in the extension. About 20 seconds after the position was set, a bang was heard, the counter-tension rod with the pad broke off at the transition from carbon fiber reinforced plastic (cfk) to metal holder resulting in the patient slipping down about 20-30 cm towards their feet. The anesthesia was removed and the patient was evacuated from the operating room. The procedure was cancelled. It was confirmed that the patient was not secured with straps when the incident occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the significant change in the position of the patient due to broken accessory and rescheduling of the surgery on the already anesthetized patient, was to reoccur. A technical inspection of the affected device was conducted, and the repair was completed by replacing the defective counter-tension rod (part no. 31123134). Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since the malfunction of was counter-tension rod was found, it was determined that the getinge device failed to perform according to its specified functions. A review of received customer product complaints found one past report describing a similar incident not resulting in injury to either a patient or an operator. The affected counter-tension rod was replaced for the first time in (B)(6) 2023 as a result of an adverse event caused by overloading. The rod had been in use for approximately one year before the failure occurred. Unfortunately, the customer disposed of the defective part, making a detailed analysis impossible. The technician stated that the likely reason for the defect was an overload. The subject matter expert (sme) at the manufacturing site was consulted to confirm the technician¿s assessment. The sme stated that without analysis of the affected part, a reliable conclusion could not be made, but it is possible that the break occurred due to user error related to overloading, as excessive force was applied to the affected part. In the user manual (IFU 1150.20 en 18, page 31), the user is warned about the risk of injury due to overloading. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the significant change in the position of the patient due to a broken accessory and rescheduling of the surgery on the already anesthetized patient, was caused by user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h3a device evaluated by mfg?, h3b device not eval provide code, h3c if other provide code, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous h3a device evaluated by mfg?: no (attach page to explain why not or provide code). Corrected h3a device evaluated by mfg?: yes. Previous h3 b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: n/a. Previous h6 medical device ¿ problem code: mechanical problem/unintended. Movement//3026, material integrity problem/break//1069. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069.

Event description:
Getinge became aware of an issue with one of our table tops - 115020b0 - or-table top for trauma and orthopaedics. As it was stated, the incident occurred during preoperative positioning of the anesthetized patient for hip arthroscopy. The patient was intubated and placed in the extension. About 20 seconds after the position was set, a bang was heard, the counter-tension rod with the pad broke off at the transition from carbon fiber reinforced plastic (cfk) to metal holder resulting in the patient slipping down about 20-30 cm towards their feet. The anesthesia was removed and the patient was evacuated from the operating room. The procedure was cancelled. It was confirmed that the patient was not secured with straps when the incident occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the significant change in the position of the patient due to broken accessory and rescheduling of the surgery on the already anesthetized patient, was to reoccur.

Manufacturer narrative:
Event site name and telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.